Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the issue occurred after returning to the main screen in the application software. Functionality was reported to have been restored after waiting for a few minutes. At a later date, the representative returned to the site and was reported to have replaced the touchscreen monitor for the navigation system. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The monitor was returned to the manufacturer for analysis. The monitor was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, while in a spinal fusion, the navigation system became unresponsive when attempting to enter an application. It was reported that the mouse would move, but clicks from the mouse would not progress the software. Restarting the navigation system, using a separate mouse did not resolve the reported issue. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.